Event description:
Medtronic received information that 1 month following the implant of this transcatheter bioprosthetic valve, pleural fluid accumulation increased, and although it was discussed with the patient's family, invasive treatment was not desired. Co2 accumulation gradually increased to a high level, and improvement was achieved by adjusting the nip nasal. After that, it could not be simplified even when the oxygen flow rate was increased. The patient died of dialysis difficulty symptom 2 and type 2 respiratory failure. Of note, it was reported that prior to the valve implant procedure, the patient had covid-19 and developed co2 narcosis. Per the physician, it was unknown if the valve or valve implant procedure contributed to the death.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.